Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer had hyperglycemia. Blood glucose values was 400 mg/dl and current bg value (at time of call) was 238 mg/dl. Customer felt thirsty. Customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Product will not be returned for analysis. The customer will continue to use of the device.